Manufacturer narrative:
The customer found a split in the tubing at vl8, which is the I-beam tubing for rbc (red blood cell) diluent dispense function, and replaced the tubing. The customer did not call back with any further problems. Identification of failure modes: split in tubing at vl8. No erroneous results were generated in association with this event. Upon recur of the failure mode, erroneous cbc (complete blood count) results are likely due to improper delivery of diluent to the rbc bath for dilution and wbc (white blood cell) bath for cross-rinsing caused by a dispense malfunction. Product labeling: lh750 warning-precautions, pn (B)(4), beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The rbc (red blood cell) results were high for the quality control samples. Beckman coulter customer technical support asked the customer to check the dispensers. The customer identified a leak on pm2 (rbc diluent dispenser). The leak was described as 1ml of diluent leaking from vl8, the rbc diluent dispense line. The leak was contained inside the instrument. The operator was wearing personal protective equipment of lab coat, goggles & gloves at the time of the leak.. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.